Event description:
The complainant reported that the 49-year-old male patient was implanted with impella cp for support following percutaneous coronary intervention (pci). There were no complications during the implant procedure. Following implant, there was a sudden decrease in hemodynamics and pump experienced intermittent suction alarms. The pressure dropped sharply to 80mmhg and flow could hardly be generated. Volume administration was recommended but was refused as patient had already required 2l. Patient required a total of 6l of volume and increased arterenol administration. The pump was explanted, and no thrombi were visible. However, patient was noted to have expired. The pump was discarded.

Manufacturer narrative:
The device was reported as discarded, therefore no evaluation could be completed. Upon completion of the investigation, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Product was not returned for investigation. Data logs were investigated and it was confirmed that low flows were observed since the start of the case along with suction events. Max flow at p-9 observed was 2.5l. Patient had clean vessels. Clinical mentions that the patient had a deteriorating health with severe blood volume deficiency and therefore 6l blood was given to the patient. Therefore, the root cause of the low pump flow issue was patient condition related. Added- h6 clinical code 2243, 4445; h8 usage of device is initial use of the device, d4-corrected UDI number. G1-corrected MDR reporting contact first and last name.